Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Upon incoming inspection it was noticed that the device was broken and unusable.

Manufacturer narrative:
The reported event that screwdriver bit implant extraction set t20 was alleged of issue k-270 (instruments - broken, deformed, worn or scratched) could be confirmed, since the device was returned for evaluation and matches with the reported failure mode. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No deviations were found during review of the manufacturing and inspection documents (DHR). The screwdriver bit was documented as faultless prior to distribution. A hardness test according to rockwell revealed the hardness of the material of the screwdriver bit being within specified parameters. No indications of material, manufacturing or design related problems were found during the investigation. The breakage surface shows a combination of a brittle and a forced ductile fracture with plastic deformation at the contours of the torx and partly on the fracture surface. Appearance of damage such as oblique breakage line and signs of a combination of a brittle and a forced ductile fracture which occurred during untightening process, indicates that the device fractured due to overload caused by high torsional forces in combination with bending moments, most likely due to operating the screwdriver bit under misalignment. In case of pre-damage in former surgeries malfunction is usually found during pre-op inspection which is required per the IFU. In case any deviations are detected during inspection prior to use the affected/deviating product must not be used during surgery. Timely functional check ensures that spare parts can be supplied within appropriate time. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather considered user related (inappropriate rough handling; using an obviously pre-damaged instrument). Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
Upon incoming inspection it was notice that the device was broken and unusable.